Event description:
Patient reported, she thinks the infusion device is not delivering enough insulin. Patient stated for 4-6 weeks she has had elevated blood glucose readings up to 500 mg/dl. Patient's normal blood glucose range is 100-120 mg/dl. Patient reported, a blood glucose reading of 162 mg/dl on (B)(6) 2010 at 7 am; she took 5.0 units of insulin via the infusion device and ate. Patient stated, she then changed the insulin, infusion set and the infusion adapter. Patient reported, she began to feel sick at 9 am and tested her blood glucose with a reading of 379 mg/dl at which time she administer 2.0 units of insulin via the infusion device. Patient stated at 10:30 am, her blood glucose was up to 483 mg/dl. Patient reported, she took a correction bolus but did not say whether it was via the infusion device or syringe. Patient stated at 12:30 pm, she retested her blood glucose with a reading of 462 mg/dl at which time she switched to her backup infusion device. Patient reported, her blood glucose readings then returned to normal. Patient reported, she uses the infusion set for 2-3 days and the infusion tubing for 5-7 days. Advised patient on the recommendation for accessory use. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.